Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller and recharger weren't working, they couldn't get any green light to show. The screen was blank. Pt reset controller during the call, but the screen was still blank. Pt then plugged controller into ac power supply, but still the screen did not come on and pt did not see any lights on ac power supply, even after trying another outlet. Pt then inserted aa batteries and reported the screen came on and pt saw memory problem, but pt did not finish setting up the date right. Pt then tried to unlock controller with aa batteries, but got no device found (confirmed implant battery was empty). Pt plugged controller into ac power without any batteries inside and reported the screen was blank and there was still no light on ac power supply. Pt did not see any damage to ac power supply cord. The issue was not resolved. No symptoms were reported. Additional information was received. Patient reported they received the ac power cord and it is working. Pt asked about changing the date and the time on the controller. Patient services (pss) explained she will need to charge the controller first and then charge the ins before she can update the date / time on the controller. Patient called back stating that their controller battery was at 90% and their implant was at 30% charging at excellent. Patient wanted to know if it was normal to see the controller icon, pss reviewed with patient (pt) what icons should be displayed when recharging implant. Pt also requested on how to get to the menu on the controller, pss walked pt through on how to get to the menu screen.